Event description:
A report was received that the trial patient¿s leads were fractured during the lead pull and some parts of the lead were left internally. It was believed that the leads were in the subcutaneous tissue. The patient underwent a procedure wherein the remaining parts of the leads were removed.

Event description:
A report was received that the trial patient¿s leads were fractured during the lead pull and some parts of the lead were left internally. It was believed that the leads were in the subcutaneous tissue. The patient underwent a procedure wherein the remaining parts of the leads were removed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Manufacturer narrative:
Additional information was received that the physician confirmed through fluoroscopy that all contacts were removed from the patient.

Manufacturer narrative:
Sc-2316-50e (sn (B)(4)) device evaluation indicated that the distal tip was torn off above the eight electrode. #e8 was not returned. Cables are exposed. The root cause of the complaint was not determined. Sc-2316-50e (sn (B)(4)) device evaluation indicated that the distal tip was torn off above the ninth electrode. #e9 was not returned. Cables are exposed. The root cause of the complaint was not determined.

Event description:
A report was received that the trial patient¿s leads were fractured during the lead pull and some parts of the lead were left internally. It was believed that the leads were in the subcutaneous tissue. The patient underwent a procedure wherein the remaining parts of the leads were removed.